Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01849.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the target vessel using a non-penumbra microcatheter, and used the handle to detach it; however, the smart coil failed to detach. After several attempts, the physician was able to successfully detach the smart coil. Next, the physician advanced another smart coil into the target vessel and used the same handle to detach it; however, the smart coil failed to detach. The physician then made several attempts, but the smart coil did not to detach. Subsequently, the physician opened a second handle and was able to detach the smart coil. The procedure was completed using additional smart coils and the second handle. There was no report of an adverse effect to the patient.